Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent urinary incontinence. The cuff was no longer coapting completely due to urethral atrophy. The device was explanted and replaced. No further patient complications were reported.